Event description:
Asku

Event description:
It was reported that during the implant procedure after multiple repositioning attempts of the lead, the fixation mechanism became unresponsive and the helix was unable to deploy. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. In addition, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.